Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose level. Technical support recommended best practices as a resolution; no unexpected shutdown occurred, and the issue was no longer present at the time of the call.